Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. G2 - other report source: medicines and healthcare products regulatory agency (mhra).

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device related to a percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, the device became caught in the right common femoral artery as the feet would not retract when the lever was closed. The lever was moved up and down, in an attempt to retract the feet; however, this was unsuccessful. An emergency femoral cut down was required. It was reported that bleeding was caused during attempted device removal and a subsequent endarterectomy, with repair of the artery using a bovine patch, under guided access was performed. There was no delay pre-procedure; however, the complication resulted in surgery under guided access and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to retract the foot was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of hemorrhage/blood loss/bleeding and unspecified tissue injury are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult to close foot and entrapment of the device could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors for difficulty closing the foot include but are not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.